Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open hernia inguinal repair procedure on unknown date and the mesh was implanted. Two weeks after the procedure, the patient experienced severe pain at the location where the mesh was implanted. The patient was prescribed medication and has been experiencing dull pain in the same area ever since. The patient was given dilaudid. Additional information has been requested.